Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a defective speaker. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include text instructions displayed on the defibrillator¿s main screen, an insert-pads-connector flashing light, flashing shock button and a charge tone. Based on the information available, the cause of the reported problem was a potential speaker failure. The reported problem could not be confirmed because the device was not returned for investigation. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was removed from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device speakers are not functioning properly.